Event description:
A (B)(6), male, pt, called zoll customer support to report that he was receiving check therapy electrode messages and the electrode belt connector was loose on his monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (check therapy electrode messages, damaged connector) was confirmed. Upon investigation the monitor's electrode belt connector was broken free from the monitor case and several wires were broken in the connector. The damaged wires caused the check therapy electrode messages. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from damaged connector and wires. The pt received a replacement monitor.